Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the device was not returned. Therefore, a presumable cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited blackish-looking adhesive material-like substance on the lens surface. The issue occurred during the maintenance. There were no reports of patient involvement.